Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an unspecified alarm and the pump stopped all insulin delivery. The customer could not specify the specific date that the issue occurred or the exact alarm that was received. The customer had discontinued use of the pump. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.